Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited a loss of sensing and a loss of capture. Repositioning the lead in a different position was attempted, but the stylet was unable to be inserted into the lead. The lead was not used. Another lead was implanted successfully. There were no adverse consequences to the patient. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.